Manufacturer narrative:
Additional information: expiration date correction: 06/30/2020 (previously ni). Unique identifier (UDI) # correction: (01) (B)(4) (previously ni). One actual sample was received for evaluation. A visual inspection was performed and found the sponge inside the mini-cap. The reported issue of missing sponge was not verified, however during evaluation the sponge was found with little iodine concentration. The cause of the low iodine concentration was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sponge with povidone iodine was missing inside the minicap. This was found before use of peritoneal dialysis therapy. There was no patient involvement. No additional information is available.